Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Technical services recommended bringing the patient in for testing. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).